Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer amulet delivery sheath. During navigation of the delivery sheath through the bifurcation of the inferior vena cava, there was slight instability of the delivery sheath when it broke in the patient. A decision was made to immediately remove the delivery sheath from the patient where the breaking point was found. It was reported all fractured pieces were removed from the patient. A decision was made to replace the delivery sheath for a non-abbott device to continue the procedure. The 25mm amplatzer amulet was successfully implanted with the replacement delivery sheath. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. Patient status was reported as stable.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer amulet delivery sheath. It was reported the operator had applied "slight force" when advancing or pushing the delivery sheath through patient anatomy. During navigation of the delivery sheath through the bifurcation of the inferior vena cava, there was slight instability and the delivery sheath "slipped heavily over the patient's bifurcation". It was noted via angiography the delivery sheath had broken apart. A decision was made to immediately remove the delivery sheath from the patient where the breaking point was found. It was reported all fractured pieces were removed from the patient. A decision was made to replace the delivery sheath for a non-abbott device to continue the procedure. The 25mm amplatzer amulet was successfully implanted with the replacement delivery sheath. There was no clinically significant delay in the procedure due to this event and the patient remained hemodynamically stable throughout the procedure. Patient status was reported as stable.

Manufacturer narrative:
The reported event of a damaged dilator was confirmed. The investigation at abbott confirmed the tip of dilator was split and deformed. Possible causes of damaged dilator tips include damage due to maneuvering of the guidewire or complex patient anatomy. The device was sent to science & technology lab for further analysis and it was found that the dilator split appeared at a location with multiple voids within the wall of the dilator and into the lumen surface would have compromised the load-bearing capacity of the dilator at the tip when another device was being inserted through, and/or forcibly manipulated within causing the voids to proceed to fractures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. As a result of this finding, abbott is performing further investigation per internal procedures.